Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unit received with broken battery cap. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap/ battery compartment damage. Customer's blood glucose was unknown mg/dl. The customer stated that battery cap is missing, battery stuck inside of the device. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.